Event description:
Upon evaluaton of the device by this MFR, it was found that the guide tube was also detached from the device. Initially, it was reported that after the procedure when the injection gold probe was being removed, the tip became detached and was left in the duodenum. The tip was retrieved with forceps. It was reported that the pt's condition after the procedure was okay.